Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 41786. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 41786. A functional test was performed and the reported issue was duplicated the cause of the reported issue was due to the main board. As a result, the main board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.